Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2025. Patient reported that infusion set cannula was bent after three hours of use. The blood glucose level was high (specific value unknown), and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin deliveries successfully. No further information is available.